Manufacturer narrative:
The device was returned in a manner unsuitable for investigation.

Event description:
The clinician reported that almost 1.5 years after the dental implant was placed in ada site 20 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician reported an infection, pain, implant mobility and bleeding in this patient with good oral hygiene. There were no reported post-operative complications.